Event description:
Medtronic received info that this mosaic bioprosthetic valve, implanted 4 yrs, was explanted due to non-structural dysfunction. It was reported that a transesophageal echocardiogram showed decreased cusp motion with a tissue overgrowth involving two of the cusps, which restricted motion. The mean gradient was reported to be 30-35mmhg.

Manufacturer narrative:
Eval results: analysis and device history is pending completion. Analysis: analysis and device history is pending completion. Once complete, this event will be updated and a supplemental report will be filed. Conclusion: the cause of this event cannot be determined at this time.